Manufacturer narrative:
A customer reported a misidentification for an atcc 27853 pseudomonas aeruginosa strain in association with the vitek® 2 gn ID test kit, (ref. 21341) lot 2410242203. An investigation was performed. No set up information was provided. The customer reported doing sterility checks of their saline daily with no issues found. The fse (field service engineer) checked the system and found that the vacuum was leaking, causing a low vacuum. After the fse fixed this problem, the customer reported there were no more identification issues. Two lab reports were submitted with both showing an acceptable identification of b. Cepacia group, with one lab report showing eight (8) atypical positive reactions (sac, dtag, ple, dtre, larl, dcel, dsor, phos) and the other showing seven (7) atypical positive reactions (group with one lab report showing 8eight (8) atypical positive reactions (sac, dtag, ple, dtre, larl, dsor, phos) for an identification of p. Aeruginosa according to the gn knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain. Based on the information provided it seems likely that the identification issue was caused by the low vacuum. However without the strain or raw data it's not possible to further evaluate the cause of the misidentification. The p. Aeruginosa atcc 27853 is not a qc strain for the gn card. The vitek 2 gn lot # 2410242203 met final qc release criteria and passed initial qc performance testing.

Event description:
A customer from (B)(6) notified biomérieux of a misidentification result for an atcc 27853 pseudomonas aeruginosa strain in association with the vitek® 2 gn ID test kit, (ref. 21341) lot 2410242203. Vitek® 2 failed to identify the organism, and provided burkholderia ssp as a potential identification. A field service engineer (fse) checked the vitek® 2 system and found that there was low vacuum due to vacuum leaking. Per the customer, no patient results were affected. The customer confirmed that the instrument was working as expected after fse intervention. The customer reported that no patient results were affected; therefore, there was no patient harm. There was no patient associated with this qc strain. A biomérieux internal investigation will be initiated.